Event description:
It was reported that the 9800 system left monitor went blank during a case. The 9800 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Both monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.